Manufacturer narrative:
Corrected data: g2 (¿health professional¿ was selected in error on the initial report). H10: per information obtained from the field service engineer, reprocessing deviated from instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the auxiliary water channel could not be identified. However, it¿s likely the cause is related to reprocessing deviating from instructions for use. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the user did not irrigate the auxiliary water supply tube, the instrument channel tube had leakage; the switches were aged and there were dents on the insertion tube, part of the insertion tube was caught, and pinched-the insertion tube wherein became deformed. The field service engineer emphasized that all endoscopes with auxiliary water supply tube must be irrigated in the whole process in the facility. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope washed out a large amount of black material from the auxiliary water supply tube. The issue was found before a procedure for a diagnostic gastroscope. There were no reports of patient harm and the procedure was completed with another set of equipment.